Event description:
Additional information was received from a patient. It was reported the patient's frequent urination had been going on for years and was not a return of symptoms. The patient noted they had the device implant for their frequent urination and the return of symptoms had slightly been resolved. The patient noted they had received their permanent ID card.

Event description:
The consumer reported that he had a return of symptoms so bad that he increased his stimulation. The therapy was working well for him at 2.3v until his return of symptoms. His stimulation was at 3.0v at the time of report. The patient planned to try that amplitude setting for a while to see if it would help with his symptoms. This was considered a sudden change in therapy/ symptoms. Additional information from the consumer reported that he saw his health care professional and he was doing well after increasing stim but he suddenly was not doing well again and was having issues. The issue was not resolved. The patient drank a lot of coffee and wondered if that was why he had to go to the bathroom more often. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.